Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated digoxin results for two patients generated by the unicel dxi 800 access immunoassay system which were above the therapeutic range. A patient sample upon testing gave a digoxin result of 7.18nmol/l and a repeat result of 1.67nmol/l. A sample obtained from another patient gave a digoxin result of 5.66nmol/l and a repeat result of 0.90nmol/l. This sample was tested on a different instrument and gave a result of 0.93nmol/l. The erroneous results were not reported outside of the laboratory. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within established ranges prior to and after the event. A field service engineer (fse) was dispatched for this event. Fse performed a system check which passed within instrument specifications. Fse also performed a precision test on each of the reagent pipettors, which all passed within published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.